Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was unknown. Customer reported the alarm was resolved by a complete set change. After troubleshooting, customer was advised that it was unable to determine the cause of the issue. Customer will not be returning the device for analysis.